Event description:
The company was informed that the pt is experiencing sound quality issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery has been scheduled.